Event description:
The user facility reported the physician zeroed the catheter prior to insertion. Once the catheter was inserted, it read -99. The physician is complaining about drift. No pt injury was reported. It is unknown if the catheter required replacement.